Event description:
The report indicates that the patient experienced a stent thrombosis at home 3 days after the placement of a stent, despite being on an antiplatelet regimen. The patient also experienced cardiac enzyme elevation and angiography confirmed intra-stent occlusion. There is no other information available at this time.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.